Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient was admitted to the ICU with dka and elevated blood glucose levels (595 mg/dl). The patient gave an injection of 4 units, however, their blood glucose level did not respond. The patient indicated that she has 3 vials of insulin currently open. The patient was unsure of when the vials were opened and did not know which vials were used to fill the cartridge. The patient received IV insulin and fluids at the hospital and her blood glucose level and symptoms resolved.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no records in the pump black box showed all records reflecting the year 2007. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the pump display screen was found to be discolored; the display screen as replaced with a test screen and the pump display returned to normal. Also unrelated the battery compartment was found to be cracked and corrosion was observed in the battery compartment. No moisture damage was observed inside the pump when the pump was opened.